Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Additional information received reported the patient was doing much better and showed significant improvement with less spasticity than before. The patient had another refill with no volume discrepancies. The pump was filled with baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709, product type: catheter.

Event description:
It was reported the patient had loss of therapy effectiveness, underdose and increased spasticity (as if no drug was delivered) since 'last (B)(6)'. All prior refills had been performed normally and without 'significant dose discrepancies'. The dose was gradually increased with no obvious effect. On (B)(6) 2014, a catheter access port (cap) dye test was performed. The healthcare professional (hcp) initially experienced difficulty aspirating the catheter, then a small blood particle was extracted and aspiration was normal. Dye was inserted and imaging showed the catheter was in place and the dye diffused in the intrathecal space. The catheter-pump connection was examined during the study. The cap dye test showed that there was no occlusion at any part of the catheter, but the hcp assumed there was a catheter occlusion due to the blood that was removed. A bolus was programmed and a few hours later the patient started to received therapy and reduction in spasticity. The following day, the patient's spasticity increased. The pump was programmed to a flex dose with 6 boluses a day. The patient had a magnetic resonance imaging (MRI) and a computed tomography (CT) scan performed. The MRI showed no inflammatory mass or any other condition resulting in catheter occlusion. The catheter was in place, and was not kinked. A rotor test was not performed. The patient was started on oral baclofen. The hcp also refilled the pump with no volume discrepancy noted. The hcp suspected 'habituation' and not pump underinfusion so they started the patient on a rehabilitation scheme. The outcome of the event was not reported. The pump was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.